Event description:
It was reported that the programmer would freeze when an attempt was made to interrogate, but did not display an error. The caller was advised to place the programmer in hibernation. After this was conducted, the programmer was able to interrogate without freezing. The programmer was restored to service. No patient complications have been reported as a result of this event.